Event description:
Ous MDR: over the last 12 months a gradually increasing pacing impedance (from 465 ohm to >2500 ohm) was noted for this lead. Also, an increase in the thresholds was seen. No noise was detected. Due to the high thresholds and impedances, the physician decided to explant this lead and replace it. When trying to remove the lead, the is1 connector broke loose from the lead body. Extensive torsion was put on the pin to retract the screw, unsuccessfully.